Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The root cause is use error-poor aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of not wearing a mask, loose water stool, occasional nausea, vomiting and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient did not wear mask. On (B)(6) 2011, the patient experienced peritonitis, manifested by diffuse abdominal pain associated with loose water stool, occasional nausea and vomiting. The patient was hospitalized that day. On an unreported date, the patient was treated with vancomycin 500mg, IV and ciprofloxacin 500mg orally. At the time of this report, the patient remained hospitalized and the peritonitis was not resolved. It was not reported whether the patient was re-trained in aseptic technique, therefore the outcome for the event of did not wear mask was unknown. The outcome for the events of loose water stool, occasional nausea and vomiting were not reported. Action taken with dianeal was not reported. The consumer did not provide an assessment of causality.